Manufacturer narrative:
The insulin pump was received with failed battery test alarm after inserting battery due to corroded battery tube also, had corroded battery cap contact. No other damage on the battery cap noted. No damage on battery spring noted. No blank display or display anomaly noted. Unable to download pump history and unable to perform functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, a21 test and all operating current test due to constant failed battery test alarm after battery installation. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
Customer reported via phone call that battery bust while inside insulin pump causing damage to battery compartment and battery cap. Customer reported to have no changed infusion set for two weeks due to not having supplies. Customer was advised that insulin pump would need to be replaced.